Event description:
Report received from the u.s.a. Stating that the device had a hole in the hose. The device was being used during surgery. There was no patient or user injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools.  The investigation is still in process.  When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).